Event description:
It was reported that the insulin pump gave a constant tone as the customer sat down. Troubleshooting was performed, but the issue was not resolved. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone due to a problem with the motherboard. Unable to test for button/keypad anomaly, audio/beep anomaly or other alarms due to frozen display.